Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed in the pca only mode, to delivery morphine sulfate 1mg/ml, a 1mg pca dose, a 10 minutes pt lockout, and 20mg/four hours limit. At 1635, the pt rec'd oral oxycodon ir 5mg for breakthrough pain. At 1800, the physician increased the pca programming parameters to a 1.5mg pca dose and a 30mg 4 hours limit. At2330, the nurse found the pt unresponsive. A code was called. The pt was intubated and treated with 2 amps of narcan and 2 amps of sodium bicarbonate. After responding to the narcan, the pt was transferred to the ICU and ea extubated on 4/4/2006.reportedly, the hospitalization was extended due to the event. The physician reportedly stated that the pt, "probably had a cumulative effect of the morphine." There were no reported adverse pt sequelae. The device was not isolated following the event. Though requested, no add'l info was provided.